Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display was replaced.

Event description:
The hospital reported the display went blank. There was no report of patient involvement.